Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on an unknown date. During the procedure, the hot axios stent distal flange did not open during the first stage of release even after a click was heard. There was no patient complications reported as a result of this event.